Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the purge issue/purge flag has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set # 402) several times. Also, low purge pressure (event #431) can also be seen throughout the logs on 07/21/22) as well as purge_system_priming_fluid_not_detected. The returned console was tested and the issue of properly detecting the purge pressure disc was reproduced. The purge flag was confirmed to be broken/missing and the blue disc retainer was broken/missing. The cause of the issues was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinical consultant reported that the automated impella controller (aic) was not detecting the purge flow and pressure accurately. It was reported that the grey holding device for the purge pressure transducer was loose. This aic was replaced with another aic. There was no patient harm reported.